Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device replacement procedure, there was a loss of capture noted on the left ventricular (lv) lead. Diagnostic imaging was performed which revealed a dislodgement of the lv lead. The lead was capped, and a new lead could not be implanted due to patient anatomy. The patient was stable with no consequences.